Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pace impedance measurements on the right ventricular (rv) lead. The involved rv lead is a non boston scientific product. Additionally, according to the patient's advocate, this device emitted beeping tones. Interrogation revealed that all lead measurements were within normal range, however, the lead graph showed multiple out-of-range pacing impedance readings during the last week. Provocation maneuvers were performed and no out-of-range measurements or noise were observed. A chest x-ray was also performed. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that a chest x ray was performed and the physician did not observe any lead defects. No adverse patient effects were reported. At this time, this device system remains in service.